Event description:
The patient received inappropriate shocks. Upon interrogation, the device showed low hvli. Egms showed noise. The patient was admitted for chest pain. During the explant procedure, it was observed that no suture sleeves were used; the leads were directly sutured to the tissue.

Event description:
During thoracothomy procedure procedure, device failed to fire while being used in the pulmonary artery, causing blood loss intra-op. Gelfoam and thrombin were applied at the site and the bleeding stopped. Patient was discharged home without any apparent complications from the procedure. Dates of use: (B) (6) 2010.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.